Event description:
The pt experienced increased baseline pain following implant. The pt stated that she had "lots of fluid" in the pocket after the initial implant and that 'this helped" the pump to flip. This was confirmed with imaging. The physician reported that the pump was "loose and twisted" and that the catheter was noted to be "twisted" as well. The pt stated that the catheter "looked like a telephone cord" at the revision surgery in 2009. The medication being delivered via the device system was not reported. The pt recovered without sequela.